Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed 2 different pump errors'. The customer's blood glucose level was 351 mg/dl at time of incident. Customer states was in the process of giving herself a bolus when the pump alarmed pump errors. The error table indicated pump should be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up- plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the full functional test including the displacement test, rewind, prime test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected power loss alarm noted during testing or in the device trace download. However, device was returned for the motor arm cannot communicate with the main arm alarm and software error. Format history file analysis confirmed the motor arm cannot communicate with the main arm alarm and software error due to software error.